Event description:
The customer reported device failure, there is no ac indication. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.